Manufacturer narrative:
This report filed (B)(6) 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient developed swelling and redness at the implant site. A needle puncture procedure was performed on (B)(6) 2016, to inspect the site for pus. Following the procedure, the patient was treated in hospital with IV antibiotics for a duration of one week. The implanted device remains.